Event description:
(B)(4). I immediately came down with a painful rash, hair loss, major pelvic pain, back pain, super heavy periods, depression due to loss motion, basically my whole life got flipped upside down. Yesterday, I had my hysterectomy due to essure complications.

Event description:
(B)(4). I just spoke with my surgeon and he told me that he also found adenomyosis. Common with essure.